Event description:
It was reported that a trained user elected to discontinue and return the ilet and supplies after experiencing hypoglycemia and expressing a preference for alternate therapy, including control preferences and multiple daily injections. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no alerts or alarms, and no reported injury requiring medical intervention. Investigation included internal complaint review and coordination with the field team for return authorization and credit processing. Investigation of this case revealed no device malfunction or alarm behavior and no identifiable device component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.